Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation the flex video scope exhibited foreign objects come out of distal end. Additionally, the plastic distal end cover, bending rubber, and connecting tube had foreign objects. There was no patient involvement.